Event description:
It was reported that a revision surgery was performed. The head popped out of the liner.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical analysis noted that no relevant clinical supporting documents were provided to conduct a thorough analysis of the reported issue. Therefore, no clinical/medical assessment can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.